Event description:
It was reported to boston scientific corporation that while preparing for an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the physician noticed "a little red dot" when he started to open the packaging. Upon further opening the package, the physician noticed two more red dots that reportedly appeared to be blood, but this could not be confirmed. The setup and the ensuing procedure were reportedly completed with a different device (manufacturer unknown).

Manufacturer narrative:
The device has not been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that while preparing for an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the physician noticed "a little red dot" when he started to open the packaging. Upon further opening the package, the physician noticed two more red dots that reportedly appeared to be blood, but this could not be confirmed. The setup and the ensuing procedure were reportedly completed with a different device (manufacturer unknown).

Manufacturer narrative:
Visual analysis of the returned pinnacle anterior/apical pfr kit showed small brownish-red smudges on the outer carton. No defects were observed to the device and it was noted to appear to be unused. It was noted that the larger of the two spots measured approximately 3 millimeters to 4 millimeters in diameter. The spots were subjected to a test using hydrogen peroxide, which bubbled profusely when it came into contact with the spots; therefore, the spots are assumed to be blood.it cannot be confirmed whether the foreign matter was imparted to the device packaging during manufacturing or during the procedure. A review found that no one who could have come into contact with this device had reported a safety issue during the reported manufacturing lot date. The foreign matter was likely imparted to the package without patient contact during unpacking/preparation in the operating room; therefore, the most probable root cause for this event was determined to be handling damage.